Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -8.5/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The surgeon reports lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens and implanted vertically. This resolved the problem. The cause of the event was reported as unknown.